Manufacturer narrative:
The customer's prod has been requested back for an investigation. A f/u report will be filed once investigation results are available.

Event description:
Customer reported receiving erratic readings on their freestyle blood glucose monitor. Customer reported receiving readings of 90 mg/dl and 386 mg/dl within 10 mins. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Additionally, the customer reported that the meter was "not working" and as such, they were not able to administer their medication. Customer went to their dr's office where they were diagnosed with hypoglycemia. It is not clear if treatment was administered.